Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was identified. After removing the 3.50x24mm taxus express2 drug eluting stent from the dispenser coil and removing the mandrel, the proximal edge of the stent was found to be lifted up. The procedure was completed with another 3.50x24mm taxus stent. No patient complications were reported. Patient status reported as "good".